Event description:
The doctor reported that the implant was removed due to failure of osseointegration approximately 6 months after initial implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. The patient will need another implant surgery.

Manufacturer narrative:
Please see attached summary memo.